Event description:
It was reported that the pump's alarm volume and vibration were too low resulting in the customer experiencing a low blood glucose (bg) level of 50 mg/dl. The customer consumed carbohydrates to address bg. Reportedly, the customer will continue to use current pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.